Event description:
During laparoscopic assisted vaginal hysterectomy, endo gia placed close to vascular bundle on rt side. Endo gia was then closed & the black top handle used to close the gia broke loose once the gia clamped the rt uterine vessel. Unable to open gia or replace handle, & unable to release tissue. Triggered gia in an effort to get it to release tissue. Tissue was released, staples released but did not close, & vascualr bundle specifically the uterine artery, was severed & bleeding. Endo gia withdrawn; grasper & cautery used to obtain hemostasis.